Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/3 of their automated peritoneal dualysys therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.